Event description:
The customer reported, there was no dap signal displayed on the system. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a defective cable cord and replaced the cord. The system operates as intended.